Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was not possible to fix the lead in the myocardium due to the helix not extending in a smooth way so the lead was replaced. Patient was fine.